Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when an asymptomatic patient presented to clinic, atrial lead dislodgement was observed through chest x-ray. The cause of lead dislodgement was unknown and it was suspected to be patient-related. During lead repositioning procedure, physician was unable to extend the helix again after retracting it. The helix was retracted and extended several times in an attempt to get it to stay in the repositioned location. Lead was explanted and replaced. After explant, physician noted that something was stuck in the helix. Helix damage was also noted. Patient¿s condition was stable post-procedure.